Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The customer reported that the "gas loss in iab" warnings that kept happening while in use, intermittently over a couple of days. The error was reported to resolve with a manually started autofill sequence. The stm completed a full system checkout (calibration, functionality, and safety checks), all tests passed to factory specifications. The stm then put a test iab on the unit overnight and had no further errors. The stm suspects that the iab in use had a slight leak at one of the fittings. Additionally, the stm found that one of the li batteries went into a "low battery" state within 10 minutes of being fully charged. The batteries were order and replaced. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that while in use on a patient a gas loss in iab circuit occurred on the cardiosave intra-aortic balloon pumps (iabp). There was no harm or injury to patient and no adverse event was reported.